Manufacturer narrative:
The device was requested for evaluation, however, the home patient indicated that he did not wish his device to be swapped or evaluated. PMA/510(k): k923065.

Event description:
A customer contacted baxter technical service center to report feeling overfilled in day dwell 1 of 1 with the homechoice (hc) machine. Per the report, this home patient's (hp) last fill volume is 2000 ml and the hc initial drain volume alarm was set at 0 ml. The initial drain volume (with machine) was 16ml for this therapy session. When feeling overfilled, the home patient (hp) stated he had done a manual drain off of the machine with a manual bag. The hc machine was then in the day dwell cycle and the hp was feeling ok. The technical service representative (tsr) recommended that the hp contact their healthcare professional for reprogramming of the machine (initial drain alarm set point). There were no alarm or drains bypassed during this therapy and the hp did not do a "day exchange" (manual exchange) prior to getting on the hc machine. The root cause of this patient feeling overfilled was identified as the initial drain alarm set point too low (0 ml) and the hp initially only draining 16 ml when considering the last fill volume of 2000 ml. There was no patient injury or medical intervention indicated at the time of the initial report.